Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, it was presumed that excessive twisting torque was applied to the bending section by the user, causing breakage of the metal braid. This most likely resulted in the broken braid that protruded from the bending section cover. However, the root cause of the events could not be determined. The IFU (operation manual) instructs pre-use inspection in the following sections and warns against using equipment with abnormalities. Chapter 3 preparation and inspection:3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5,¿troubleshooting¿. If the endoscope malfunctions, do not use it. Warning: never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the uretero-reno videoscope had air/water leakage from the distal end. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the bending section broke showing a significant metal exposure and a large perforation of the bending section cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following; the bending section broke showing a significant metal exposure and a large perforation of the bending section cover was clearly identified. In addition, the evaluation found the following; signs of corrosion were noticed in the control unit that was most likely the result of moisture penetration causing all the remote switches to no longer operate. The m plug 8p unit and the m case v unit were both cracked and there was leakage from the bending section cover observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.